Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. A tear and hole were observed on the cuff. The probable cause was unable to be determined.

Event description:
It was reported that the patient¿s tube was replaced in response to a ventilator leak alarm. During the replacement, re-intubation was prolonged, and the patient experienced cardiopulmonary arrest. The event occurred during patient use/administration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.